Event description:
It was reported that during a laparoscopic low anterior resection procedure, after the firing for the distal line of the bowell resection, the device didn't open. The device was jammed into the tissue. Converted to open. Or time extended more than one hour. Re-op performed because of the leakage.